Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 600 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 600 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Frn-unk-rsvr, unomed inf set.